Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The product support engineer troubleshot this issue with the customer over the phone. The customer was advised to reseat the cable for the touch screen and if the issue continues to replace the touch screen. The customer was asked to swapped the entire display to rule out any problem in the base of the unit. Customer replaced swapped the entire display. The graphic user interface (gui) was return for analysis. An investigation was performed and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that during clinical use, the ventilator display flickers. There was no patient involvement.